Event description:
Same case as MDR ID# 2134265-2011-01581. It was reported that during a treatment procedure, a balloon rupture occurred. During an unspecified procedure, a 20mm x 2.0mm maverick2 balloon catheter was inflated to 12 atms and a balloon rupture occurred. The balloon catheter was removed. Another 20mm x 2.0mm maverick2 balloon catheter was selected for use. During inflation a balloon rupture occurred at 12 atms. The procedure outcome is unknown. No patient complications were reported and the patient's status is stable. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by manufacturer: a detailed microscopic examination of the balloon found a pinhole in the balloon material. The hole was located at 2mm distal to the distal edge of the proximal markerband. A detailed examination of the proximal markerband and balloon material could not identify any issues which could potentially have contributed to the hole. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID# 2134265-2011-01581. It was reported that during a treatment procedure, a balloon rupture occurred. During an unspecified procedure, a 20mm x 2.0mm maverick2 balloon catheter was inflated to 12 atms and a balloon rupture occurred. The balloon catheter was removed. Another 20mm x 2.0mm maverick2 balloon catheter was selected for use. During inflation a balloon rupture occurred at 12 atms. The procedure outcome is unknown. No patient complications were reported and the patient's status is stable. Additional information has been requested and is not available.